Event description:
It was reported that the right ventricular (rv) lead had no capture, a gradual increase in threshold, and a gradual increase in pacing impedance. The rv lead was capped and replaced. It was also reported that the device reached elective replacement indicator (eri) in less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2010; 1258t, competitor implantable pacing lead, (B)(6) 2010. (B)(4).